Event description:
Radiometer reference number: (B)(4). According to the complaint the customer measured 2 samples with qc mode. Related measurements were conducted at 22:31 on (B)(6) 2026 and at 10:09 on (B)(6) 2026. Before this event, the field service engineer repaired the abl800 analyzer (serial no; (B)(6)) and conducted qc check. At that time, the measurement mode was set to qc mode, and it was forgotten to return it to sample 195ul mode, and these measurements were performed without the customer realizing it.